Event description:
Facility reported an internal blood leak about one hour into the treatment (13th use). Estimated blood loss 240cc. No medical intervention. Facility has checked their reuse equipment and found no issues. Reuse techs are not new. This dialyzer is available for examination. (Ref.#4)

Event description:
Facility reported an internal blood leak about one hour into the treatment (13th use). Estimated blood loss 240cc. No medical intervention. Facility has checked their reuse equipment and found no issues. Reuse techs are not new. This dialyzer is available for examination. (Ref.#4)